Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance breakage suture. An unopened sample was returned for analysis. During the visual inspection of the unopened sample, no defects were found on the packages. The sample was opened, and the swage and attachment area of needle was as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative sample, no performance - breakage suture was found on the suture.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2018 and suture was used. During the procedure, when going to make the knot, the suture broke. There were no adverse patient consequences reported. No additional information was provided.